Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. The service history review revealed a previous service event that would cause or contribute to the reported problem. The compressor had previously been reworked which is related to the reported problem. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was successfully performed. The device failed the earth leakage current test during the earth line current normal test. The reported condition was verified. The direct cause of the problem was a defective compressor. The compressor was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.